Event description:
The patient reported that his prodisc-c implant at c6-7 has migrated posteriorly into the spinal canal and the device is likely pressing on the spinal cord. The patient initially underwent a minimally invasive procedure approximately one year prior to his prodisc-c implant due to left arm radiculopathy (tingling and or/numbness). The surgeon performed a removal of bone spurs to help alleviate the radiculopathy. The patient continued to have the radiculopathy and underwent a total disc replacement at c6-7 on (B)(6) 2013. The patient stated the surgeon advised him that the initial placement of the prodisc-c was implanted off-center and to the rear due to his body mass. The patient still has radiculopathy and went for a myelogram with contrast on (B)(6) 2014. The radiologist stated the implant has migrated posteriorly. The spinal canal has narrowed and the device is likely pressing on the spinal cord. The surgeon has yet to review the myelogram. The patient stated that his implant has migrated 5-7 mm into the spinal canal. He has spoken to his surgeon regarding a removal. The surgeon advised him that he would need a fusion but he prefers to keep the prodisc. This report is for a pro-disc c, part and lot number unknown. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for a pro-disc c, part and lot number unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.